Event description:
On 05/02/2011 received information dr.(B)(6) interrogated device and got warning of high impedance.(B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).